Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit gave a membrane error and membrane leak with doing pim test.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected data: d4 (serial #). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
N/a.

Manufacturer narrative:
It was being reported that during a routine check the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "gave an membrane error / membrane leak error with doing a pim test wanting to exchange product". Getinge representative received a call from the customer below and he is stating they received a product and it failed when used in the machine so they were wanting to exchange it. Getinge representative have consolidated the information when used in the machine so they were wanting to exchange it. Getinge representative have consolidated the information below and was wondering if this would be something we would send to customer support or if this would be something we would have to enter into the complaint system. Getinge representative was wondering how best to handle this request. There was no involvement of the patient. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. Safety disk per the cardiosave service manual part number 0070-00-0639 revision r and found no visual damage and the part looks to be in good condition. Installed the safety disk into cardiosave test fixture serial number (B)(6). Performed and tested the safety disk in accordance with procedure number (B)(4) revision d and the cardiosave service manual part number 0070-00-0639 revision r. Found that all functions were normal. The tests did not trigger the reported problem of the safety disk fail the membrane leak test. Retaining the safety disk in the failure analysis and testing department per procedure (B)(4) rev an. The root cause selection for this investigation will be ¿not confirmed' due to the failure analysis and testing department was unable to replicate the failure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
It was being reported that during a routine check the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "gave an membrane error / membrane leak error with doing a pim test wanting to exchange product". There was no involvement of the patient.